Manufacturer narrative:
Follow up 10-aug-2015: the required number of follow up attempts have been completed, without response to date. No new information was provided. Case closed. Follow-up received on 13-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0398). The consumer stated that she had essure implanted in 2009 and she believed her problems slowly began the day of implant. She did not recover as quickly as another woman she knew had recovered. She always felt the coils in her tubes. She started having gi issues after implant. In 2012, she had unexplained severe right hip pain and a cyst that burst on her right ovary. About the same time, a bone scan showed abnormal on her right hip. She never seemed to recover from this day forward. By (B)(6) of 2014, she could not breathe, she had gained 40 plus pounds and tons of inflammation, started having ra symptoms, had migraines (never had them prior), was dizzy, exhausted, her joints hurt all over and had severe pain in pancreas area. A colonoscopy confirmed lesions throughout gi tract, gray matter (as reported) and eroded ileum. She went to the ER four times in less than two months and once by ambulance. Her EKG's were abnormal yet a stress test was normal. She had right sided low abdomen pain, started having issues having a bowel movement and, when she did, it started to turn yellow and eventually was white. She began having seizures and stroke symptoms. Not one doctor could figure it out. She was anemic. She had an aunt that was a nurse at one time that said she had metal poisoning and that is when she started researching all the issues with essure. A new doctor confirmed that she saved her life by figuring out the cause, which was essure. Chronic metal poisoning was confirmed and she had a hysterectomy and she stated she was now left with internal damage. She lost 35 pounds of inflammation coming out of surgery. Her migraines have slowly disappeared, no hip pain or abdomen pain, her brain fogs had gone and she could breathe most of the time. However, she stated that at the time of report she was left with a compromised immune system and was dealing with ongoing reactions. She stated that her quality of life was gone. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain, cyst that burst on her right ovary allergic reaction to nickel, metal poisoning, seizures, rheumatoid arthritis and she passed out. She underwent a hysterectomy and was left with a compromised immune system. Pelvic pain and allergic reaction to nickel are listed in the reference safety information for essure while the other events are unlisted. In this particular case, all these events occurred during essure therapy. Considering the suggestive temporal relationship and that the essure insert consists of a nickel-titanium alloy, the allergic reaction to nickel is assessed as related to essure. However, although in vitro testing has shown that nickel ions may be released from this device, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning (unrelated). Considering the suggestive temporal relationship and lack of alternative explanation, the pelvic pain is assessed as related to essure. In this particular case, it is not clear when the passing out episode occurred. Since a vasovagal syncope triggered by pain during insertion procedure may cause a loss of consciousness, the causal relationship with essure cannot be excluded. In contrast, considering the localized action of essure in the fallopian tubes, it is unlikely that essure could cause seizures, rheumatoid arthritis, cyst that burst on her right ovary and compromised immune system. Also, non-serious events were reported. This case is regarded as incident since a device removal was required the product technical complaint (ptc) analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5039344) in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that she had problems with allergies, asthma, skin rashes, blisters, heart palpitations, gastrointestinal problems, muscle and joint problems, several inflammation, migraines (which she never suffered before), seizures, passing out, and many other problems which all circled around pelvic pain. She went to the emergency room four times and was sent home with pain pills every time and no one could figure out the problem. Her general practitioner never figured the problem out. She returned to her physician three times to push the possibility of cancer. Finally; she started researching and found that she had an allergic reaction to nickel and had metal poisoning. She was near death. For weeks she could not take care of her family and lost several weeks of work due to the inability to even stand or think. She could not eat and lost 20 pounds in less than two weeks. She did further research and found that essure was the root cause of her problems. She ended with a hysterectomy. Follow-up received on (B)(6) 2015. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is 2015-002836. Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous report refers to a female consumer who had essure (fallopian tube insert) implanted and had pelvic pain, allergic reaction to nickel, metal poisoning, seizures and she passed out. All these events are considered serious due to medical importance. Pelvic pain is listed according to essure's reference safety information while other serious events are unlisted. Pelvic pain may occur with essure therapy. In this particular case, considering the implied positive temporal relationship, the pelvic pain was considered related to essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Considering that essure is a nickel-titanium alloy, and an implied positive temporal relationship, the allergy is related to essure. Although, in vitro testing has shown that nickel ions may be released from this device, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning (unrelated). Vasovagal syncope is commonly triggered by pain, emotional or orthostatic stress. Clinical presentation includes brief loss of consciousness and in the case of long-lasting cerebral hypo perfusion seizure-like movements are observed imitating an epileptic seizure. In this case, the consumer reported loss of consciousness (passing out) and seizures that occurred due to her pelvic pain. These events, interpreted as symptoms of vasovagal syncope, are considered related as they could be triggered by the pelvic pain related to essure. Additional non-serious events were reported. This case is regarded as incident due to hysterectomy. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Follow-up received on 16-apr-2015: information received states that consumer had essure (lot number 20183879) inserted on (B)(6) 2009. Also according to reporter, she has suffered from the symptoms for the past year (2014) and, on (B)(6) 2014, she had essure explanted. Additionally, the seriousness criteria life threatening was reported. However, it was not specified and/or assigned to one of the events. Follow-up information received on 21-apr-2015: the responsible quality unit informed the reported lot number 20183879 is invalid. No update in previous ptc assessment was done. Company causality comment: this non-medically confirmed, spontaneous report refers to a female consumer who had essure (fallopian tube insert) implanted and had pelvic pain, allergic reaction to nickel, metal poisoning, seizures and she passed out. All these events are considered serious due to medical importance. Seriousness criteria life threatening was reported however, it was not specified or assigned to one of the events. Pelvic pain and allergic reaction to nickel are listed in the reference safety information for essure while other serious events are unlisted. Pelvic pain may occur with essure therapy. In this case, considering the implied positive temporal relationship, pelvic pain was considered related to essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. Considering an implied positive temporal relationship, the allergy is related to essure. Although in vitro testing has shown that nickel ions may be released from this device, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning (unrelated). Vasovagal syncope is commonly triggered by pain. Clinical presentation includes brief loss of consciousness and in the case of long-lasting cerebral hypo perfusion seizure-like movements. In this case, the consumer reported loss of consciousness (passing out) and seizures that occurred due to her pelvic pain. These events, interpreted as symptoms of vasovagal syncope, are considered related as they could be triggered by the pelvic pain. Also, non-serious events were reported. This case is regarded as incident due to hysterectomy. The product technical complaint (ptc) analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs